Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised because of breakage between the diaphyseal sleeve and the sleeve base. Update rec'd 8/17/15 - claim received. Legal correspondence has been received, but no further information has been provided that would affect the investigation. There is no new additional information that would affect the investigation. Update rec'd 12/9/2015 - litigation alleges the sleeve junction snapped, throwing the patient to the ground and leaving her unable to walk and in intense pain. The complaint was updated on: 12/10/2015. Update 1/21/16 & 2/5/16 medical records received. Medical records reported patient slipped getting out of shower and twisted leg with extreme pain and unable to ambulate. Bone scan reported no fracture, infection or loosening, but the revision surgical report dated (B)(6) 2014 reported a complete fracture at the junction between the diaphysial segment and the proximal femoral replacement body. There was no primary surgical operative note within medical records reviewed at this time. Medical records contained several pages with page titles but blank other than the title. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 8, 2016. Update 3/3/16, 3/7/16, 3/8/16 medical records received. Medical records reviewed that included 227 pages of physical therapy and 127 pages of billing. There is no new additional information that would affect the existing investigation. Update 3/23/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 7, 2016. Reported product code 198720020 was included in a field action. (B)(4). The complaint was updated on: mar 18, 2016. Update 4/19/2016- x-rays review has been completed. Upon review, stem malpositioning has been identified. The stem has now been reported.

Manufacturer narrative:
Conclusion and justification status for MDR: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Patient x-rays were reviewed and the radiographs suggest the distal femoral stem is positioned in varus. There were no radiographs showing the reported fractured sleeve. There was no evidence of implant fracture or implant disassociation. The investigation could not confirm the reported event or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary the devices associated with this report were not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Update - x-rays received. Review of the provided x-ray images confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.